Event description:
In 2003 dr (B)(6), md did a total left hip replacement on me at (B)(6). It was a biomet metal on metal implant that he used, but I don't have add'l details on the precise part, except photos of the implant taken during my subsequent revision surgery. ((B)(6) hosp destroys medical records after 10 years). Following an uneventful recovery from the total hip replacement in 2003 I was in pain free for 15 yrs. I kept annual checkups for about 5 years but then became lax and did not return to see dr (B)(6) as I had no symptoms. In (B)(6) 2018 I began to experience pain in the bones of the groin and in my back. This continued at summer. I met with dr (B)(6) on (B)(6) 2018 and he ordered blood tests, which revealed extremely high levels of chromium (26.3 compared to 5 which is normal) and cobalt (24.6 compared to 1, which is normal). Xray ordered by dr (B)(6) revealed holes in my hip socket bones, ranging up to the size of a quarter to golf-ball size. The week of (B)(6), dr (B)(6) explained that the metal on metal implant sometimes had this effect of destroying bone and dramatically increasing chromium and cobalt. He told me I absolutely needed a hip revision sometime in (B)(6), urged me to not delay it, and referred me to dr (B)(6), md, his partner at (B)(6). After researching metallosis, I realized a 1-2 year long skin rash and more recent tingling in my hands were likely related to the high levels of chromium and cobalt. Throughout (B)(6) and (B)(6) 2018, I continued to decline in function - to the point that I was confined to a wheelchair to avoid pain and because I was too unstable to walk beyond a few steps. On (B)(6), dr (B)(6) performed a hip revision on the left hip, inserting a size 38 biomet plastic part. He also rebuilt my destroyed bone with cadaver grafting. It is now (B)(6) and my recovery continues without complication. Although the above history is reported factually, at an emotional level it would be hard to overstate how overwhelming, upsetting, painful, and frustrating this experience has been. I do not wish it on anyone, and I am deeply distressed by two things: biomet continues to deny there is a problem with metal on metal implants, it has manufactured and; the FDA allowed this product to be put into the marketplace to begin with. I hope the FDA will take this report seriously, and I would be more than happy to cooperate with any investigation into implants of the sort that harmed me. (B)(6).